Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they have been tried to initiate therapy, but patient temperature (pt) would not register on arctic sun device. Plugged probe into bedside monitor and it was registering. Verified plugged into patient temperature (pt) 1 port and all connections are secure. Advised to swap out temperature in cable since probe had been verified. Call back with any additional questions/concerns. Per follow up information received via phone on (B)(6) 2023, it was reported that therapy was completed on male patient without any impact. No other identifying information could be provided. It was discovered that the temperature cord needs to be replaced. They used an esophageal cord in place of until a temperature cord could be ordered and replaced. The device was not sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have been tried to initiate therapy, but patient temperature (pt) would not register on arctic sun device. Plugged probe into bedside monitor and it was registering. Verified plugged into patient temperature (pt) 1 port and all connections are secure. Advised to swap out temperature in cable since probe had been verified. Call back with any additional questions/concerns.